Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal sling system was used during a procedure on an unknown date. According to the complainant, the patient experienced complications but the exact nature and date of onset of the complications are unknown. All other information is unknown and reportedly unavailable.